Event description:
New information received indicated that the right ventricular lead and right atrial leads were capped and replaced on (B)(6) 2020. It was noted that the right ventricular lead was fractured and the right atrial lead had an insulation anomaly.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: (B)(4). It was reported that the pacer-dependent patient presented remotely via merlin.net. Review of transmissions revealed that the right atrial lead exhibited oversensing of noise resulting in inappropriate mode switch episodes. The right ventricular also exhibited oversensing of noise resulting in pacing inhibition. No device intervention was performed. No patient symptoms were reported.